Event description:
The event is reported as: complaint description: it is reported that the clips do not close properly. They are unstable and open up at one end when used in thin and greater tissue, and when used by different surgeons with different instruments. No pt injury reported. Requested additional info.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. MFR will continue to trend relating complaints.